Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that every time the user changed the cartridge and performed the load step, the pump immediately emitted a ¿pump not prime¿ warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that several ¿loss of prime¿ warnings with low non-zero force were recorded. There was no evidence of a load step malfunction observed in the black box history. No loss of prime warnings or load step malfunctions occurred during investigation. The pump case was removed and no intermittent condition was found to the force sensor circuit. The complaint of the loss of prime alarms was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.